Event description:
It was reported that the 4x18 zeta device would not advance over the bmw guide wire. Another zeta stent was used with this guide wire to complete the procedure. There were no reported adverse pt effects. No additional info was provided. During returned device analysis, balloon peeling was observed.

Manufacturer narrative:
(B)(4). The device was received; however, investigation is not complete. A follow-up will be submitted with any relevant info.